Event description:
At a replacement case for a normal end of service (eos) pump, a representative reported that they were unable to aspirate the catheter directly, and they could not aspirate the catheter through the catheter access port (cap). They only got bubbles. They were going to reposition the patient and try again. It was late reported that the entire catheter was replaced with a new 8780 catheter. The pump contained hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l78421, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type: catheter. (B)(4).